Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic after experiencing a vibratory alert for non-sustained lead noise. Review of stored egm noted that a sensing latency in the discriminator channel caused the device to detect lead noise. Programming changes were recommended. The device remains implanted.